Event description:
It was reported that the unspecified bd¿ pen needle was not operating. The following was received from the initial reporter: spontaneous. Patient's mother reported pen device didn't dispense the needle properly and the display is also not working. Seems like patient's parent is having a problem with the pen device provided by manufacturer, not the med itself (cartridge) that we shipped. They were unable to use the medication. Patient missed a dose. No adverse event reported. Defective device is available for return. Date of malfunction: (B)(6) 2023. Product lot number and expiration date are unknown. No further information. Reported to (B)(6) by pt/caregiver. Brand name: pen needle 31g 5 mm 3/16'' mini common device name: needle, hypodermic, single lumen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
E.1. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5147684]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was not operating. The following was received from the initital reporter: spontaneous. Patient's mother reported pen device didn't dispense the needle properly and the display is also not working. Seems like patient's parent is having a problem with the pen device provided by manufacturer, not the med itself (cartridge) that we shipped. They were unable to use the medication. Patient missed a dose. No adverse event reported. Defective device is available for return. Date of malfunction: (B)(6) 2023. Product lot number and expiration date are unknown. No further information. Reported to (B)(6) by pt/caregiver. Brand name: pen needle 31g 5 mm 3/16'' mini common device name: needle, hypodermic, single lumen.